Event description:
After 2 days of iab therapy, blood was noted in the tubing. Partial iab was removed at bedside. Surgical cutdown was necessary to remove remaining iab. No further complications occurred. The pt was stable after the surgical removal.